Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter displayed error 5 and error 2 messages. These complaints were classified based on the customer care advocate (cca) documentation. The patient reported that the meter issues had begun at midnight on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issues. The patient reported that they developed symptoms of ¿shakiness, faint and dizzy¿ 2 hours after the alleged product issues occurred. In response to these symptoms the patient was given four glasses of orange juice from a non-healthcare professional. The patient also had their blood glucose measured on another onetouch ultra meter at an unspecified time on (B)(6) 2016 with a result of ¿70mg/dl¿ being obtained at this time. At the time of troubleshooting the cca noted that this was not the first time the product was being used. The patient was walked through a retest and the alleged issues were resolved. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Additionally, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The lay user/patient¿s test strips have been returned; however, the test strip vial was open, so no testing on the returned test strips was performed. However, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.